Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited rough and disappearing image when the angle was applied, but no error occurred. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed with another similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the image sensor unit cable being kinked at the bending section, as well as the signal line was not conductive. The event was likely caused by excessive bending stress that was applied, or, repeated angulation operation over time. Olympus will continue to monitor field performance for this device.